Manufacturer narrative:
The suretrace ECG electrode is intended for use during electrocardiographic (ECG) procedures. This product is a single use, disposable device. The suretrace ECG electrodes utilized in this incident were not returned by the end-user as originally discussed with the reporting of the incident. The original devices or pictures of the devices or skin reaction were not available; therefore, an investigation on the suspect device cannot be accomplished. No product was returned for evaluation or confirmation of defect or confirmation of conmed product. DHR/lhr, device history record/lot history record, review could not be accomplished as the lot number of the device was not available. There could be multiple of possible causes either manufacturing or user related issues for this failure mode. These electrodes are tested and passed for biocompatibility. All ECG electrodes materials are tested for cytotoxicity, sensitization, and intracutaneous factor per iso approved testing. In process inspection & visual checks were done to ensure proper production of the devices. Despite numerous attempts to gather information, additional information surrounding the incident has not been made available. It is unknown if there was any skin preparation prior to the utilization of this product. Lack of or improper skin preparation could result in solvents under the electrode site such as skin lotions or skin soap which could have caused the skin irritation. The IFU, instructions for use, warns that, "the electrode site should be dry before electrode application. Fluids, including skin cleansing solutions, lotions, or soapy water may cause skin irritation and loss of adhesion. Keep electrode site dry". The IFU further instructs, "the electrode sites should be clean, dry, and free from skin oil prior to electrode application". It is also unknown how the ECG electrode was removed from the patient. A rapid removal of the ECG electrode could cause irritation/damage to the patient's skin surface. The IFU warns, "rapid removal of the electrode from the patient may cause skin damage. If the electrode is difficult to remove, use alcohol to moisten the adhesive-skin interface". The patient may have experienced an allergic response to a component of the device such as electrode adhesive and / or gel. Likely causes of this failure mode include trapped solvents under the ECG electrode device, rapid removal of the device damaging the skin surface, or, allergic response to an electrode component. The complaint cannot be confirmed or unconfirmed at this time due to the lack of actual devices utilized in the reported incident. The complaint investigation has not identified or confirmed any manufacturing defects associated with the complaint; therefore, no corrective action is recommended at this time. Future complaints will be tracked through conmed complaint methodology. Conmed is considering this complaint closed.

Manufacturer narrative:
The actual device return is anticipated from the end-user facility. Photographs of the skin reactions are not available. When a quality engineering investigation of this reported incident is completed a supplemental report will be submitted. Anticipating device return.

Event description:
It was reported, "patient with ulcerations under where the electrode was on the skin on patient's left and right upper chest. They did save the electrodes in question. It is unknown if they were (B)(4) or (B)(4). Lot number is also unknown". New 1800 electrodes were placed on patient away from ulcerations - no issues reported. The 2 areas were treated topically with antibiotic ointment. Photographs are not available of the skin ulcerations.